Manufacturer narrative:
Continuation of d10: product ID: pscic101, product type: catheter interface cable product event summary: the pscc100 catheter with lot number 0012745834 was returned and analyzed. No anomalies were identified during visual inspection of the array, shaft, and handle. The printed circuit board assembly (pcba) chip was reprogrammed and the catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing did not reveal any anomalies. During dissection of the shaft segment, entangled electrode wires were observed. In conclusion, the catheter failed the returned product inspection due to entangled electrode wires in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, it was confirmed that the potential of electrode eight on the catheter disappeared in the lab. Subsequently, the potentials of other electrodes also disappeared. At the same time, the electrode of the catheter, which was shown on another manufacturer's system also disappeared. Both the catheter interface (ci) cable and the catheter were replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.